Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was inspected under magnification. Under magnification the batch number of the 2.3mm quick release drill (pn 80-0627) was confirmed as 523641. The tip of the drill had broken off; both the remaining shaft of the drill and the broken tip were returned. The fracture surface appeared visually not smooth and did not show fatigue lines, which is indicative of a shear force break. This fracture pattern is a brittle fracture, indicating a single over-loading event. The overall length of the returned broken tip was measured to confirm fracture point and approximate how much material was gone. The drill measured at approximately 6.021 inches and the broken tip measured approximately .986 inches, indicating that the fracture occurred within the flute length of the drill. Reviewing the surgical technique for the elbow plating system, the 2.3mm quick release drill (80-0627) is used in conjunction with the 2.3 mm locking drill guide (80-0622) by inserting the drill through the center and advancing the drill to desired depth. No definitive conclusions can be made.

Event description:
During the procedure, as the surgeon was drilling, the device snapped cleanly. It was not clear whether the cause was the bone being dense or impact with k wires. Due to the usage of targeting guide, the surgeon felt it wasn't trajectory. The surgery was completed smoothly following this issue, but the surgeon had to take time ensuring there was no metal left within the patient. This report is related to report number 3025141-2022-00046 on the drill guide used in this event and report number 3025141-2022-00047 which is on the plate used during this event.